Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 22 mg/dl while wearing the pod less than an hour. The patient reported that their sensor and pod were not communicating. Symptoms reported include not feeling well, a seizure and dry mouth. The patient was treated with intravenous fluids, a glucagon drip, a gvoke shot, nasal spray and adjustment to their lantus dose temporarily. The patient was released on (B)(6) 2026. The pod was removed and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: 1.2.4. Operating system: up1a.231005.007.s918usqs3cxe3. Hardware: sm-s918u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.